Event description:
It was reported that the insulin pump gave off a constant tone and had alarmed for an unexpected restart and an error shortly after a battery change. The insulin pump had also alarmed for a battery out limit. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.